Event description:
It was reported that during surgery using another brand stem and stryker's simplex p, the cement set too quickly (in 5-6 mins) and the stem could not be placed correctly. It was further reported that afterwards the pt's blood pressure dropped and the pt died.